Event description:
It was reported that aviator locking mechanism malfunctioned while inserting screw.

Manufacturer narrative:
Method: complaint history review; risk assessment;results: the device was reported to be an aviator assy two level plate size 28. An inspection of the device was not conducted specifically the screw locking mechanism because the device is still implanted in patient. The lot number is unknown and no manufacturing record can be reviewed. The complaint centered on the spring bar deforming during installation of bone screws.conclusion: the device is still implanted in the patient; therefore a thorough investigation could not be completed.

Event description:
It was reported that aviator locking mechanism malfunctioned while inserting screw.